Manufacturer narrative:
Product analysis summary: balloon folds were evident; indicating inflation of device was not performed. No evident damaged or stretching to balloon bond on visual inspection. Numerous kinks were evident on hypotube. A kink was evident along the inner lumen at the balloon marker; 2.4 cm proximal to the distal tip. Negative prep was performed and device failed negative prep. Upon pressurization leak site was detected. A small radial tear was detected on the distal cone; tear appears to be uneven and jagged. Resistance was met at the inner shaft while trying to advance a 0.015 inch mandrel distally; the mandrel could not be loaded passed kink at balloon marker. Deformation to the distal tip was evident upon visual inspection. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to pre-dilate a mildly tortuous, mildly calcified lesion 2.0 x 16 mm in size with 78% stenosis in the proximal circumflex (cx) artery. No damage was noted to packaging. No issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was predilated. No resistance was encountered when advancing the device. No excessive force was used during delivery. It was reported that inflation difficulties occurred. Inflation pressure of 14 atm was applied when it was determined that there were inflation difficulties. When the balloon opened, it did not expand. The balloon did not fail to inflate completely. The device was not moved or re-positioned prior to the inflation difficulties. The device did not pass through a previously-deployed stent. No patient injury was reported. The same inflation device was used successfully with other devices for pre-inflation, prior to the inflation difficulties being encountered. The procedure was completed with a 2.0 mm x 30 mm euphora balloon.